Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was black spot on screen. It was stated that the battery cap was hard to open, insulin pump rejected batteries often and sometimes takes several battery attempts before one works and gives an error message, meter and insulin pump do not always communicate properly, buttons are worn. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.